Event description:
Reference number (B)(4). Event occurred in spain.. Patient reported infection at infusion set site causing fever which led to hospitalization. During hospitalization, patient was treated with ibuprofen/IV dripping and oral antibiotics. No further information available.